Manufacturer narrative:
(B)(4). Diabetes mellitus is a known cause of hypoglycemia and loss of consciousness.

Event description:
It was reported that an inaccuracy between the continuous glucose monitor (cgm) and the blood glucose (bg) meter occurred. The sensor was inserted into the abdomen on (B)(6) 2023. On (B)(6) 2023, the patient experienced inaccurate cgm values nine days after the sensor was inserted in the abdomen. The patient experienced loss of consciousness and incoherence, and the spouse called 911 and was taken to the emergency department where they were treated with an unspecified IV medication. During the event, the cgm was reading 160 mg/dl and the blood glucose reading was 60 mg/dl. There was no documentation of further medical intervention. No mention of hospitalization. At the time of the report, the patient was fine. Data was evaluated and the allegation was undetermined. The probable cause could not be determined via data. The reported glucose values fall within the d zone of the parkes error grid. The data investigation did not find blood glucose calibration values to compare to cgm values during the reported sensor session or the calibrations during the reported sensor session were in accurate range per device specifications. No additional patient or event information is available.